Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled, management of mitraclip single-leaflet detachment with an additional clip and an amplatzer vascular plugna.

Event description:
This is being filed to report the leaflet damage requiring intervention. It was reported through literature review that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A ntr clip delivery system (cds) was advanced to the mitral valve and deployed at a2p2. A second cds was advanced however became entrapped in the medial chords. The clip was freed without issue and deployed. A third cds was positioned between the two clips with good grasping. After deployment, the mr was noted to be increased and a tear in the posterior mitral leaflet was visualized. Two amplazter plugs were placed, reducing mr to 1. Details are listed in the attached article, titled management of mitraclip single-leaflet detachment with an additional clip and an amplatzer vascular plug. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B3: date estimated. The device was not returned for analysis. A review of the lot history record and database for the reported lot to identify potentially related manufacturing nonconformities to this incident could not be performed as the lot number/part number information was unavailable. Based on the information reviewed, the reported tissue damage was due to procedural conditions. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.